Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2019 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 33 mmol/l with associated symptoms of urinary ketones, dizziness, confusion, drowsiness and nausea. The patient reportedly administered self-treatment above/ beyond the usual routine of diabetes care and management. The reporter alleged the patient's adverse event was related to a power issue with the pump; no power to the pump. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy related to a power issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: review of the black box data shows no evidence power on reset events. A ¿replace cartridge¿ alarm was recorded on 2016-10-17 at 16:27; deliveries were never resumed. A battery cap was not returned with the pump. A new test battery cap was able to carefully attach to the pump. On investigation, the pump powered on to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with no power on reset duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was opened for investigation and did not reveal any evidence of internal moisture or damage of the pump¿s internal components. Investigation did not confirm or duplicate the no power complaint. Unrelated to the original complaint, the battery compartment was cracked on the side at the threads and below the bumper pad. The display screen was discolored.